Manufacturer narrative:
Siemens filed initial MDR 1219913-2024-00440 on 21-oct-2024. Siemens completed investigation for an outside of the united states (ous) customer report of false negative atellica im hiv ag/ab combo (chiv) lot: 353 results on a serum sample. Siemens reviewed complaint data. The sample initially resulted as reactive (positive), but retest was performed in duplicate according to the instructions for use (IFU) and bot replicates were non-reactive (negative). A plasma sample from the same patient resulted positive. The serum and plasma samples were tested with another reagent lot on a different analyzer and resulted reactive. A prior sample on the customer was positive and viral testing confirmation was positive. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Quality control (qc) was within limits on all runs and no other samples affected. Siemens reviewed system log files. There was no evidence that a hardware issue caused the discordant results. The centrifugation speed used by the customer was 3500 rpm for 10 minutes. Per the assay instructions for use (IFU), initial reactive samples should be spun 10,000g for 10 minutes prior to retesting in duplicate. Based on the investigation, the cause of the negative results is inconclusive. A product problem was not identified. The customer is operational, and the reported issue is resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Event description:
The customer alleges false negative atellica im hiv ag/ab combo (chiv) lot 353 results. A patient was tested on 2 days using different samples (serum and plasma) with atellica im hiv ag/ab combo (chiv) lot 353. The serum sample initially resulted as reactive (positive), but retest performed in duplicate according to the instructions for use (IFU) were non-reactive (negative). All 3 replicates of the plasma sample resulted as reactive (positive) when tested. The negative results were not reported as this patient has a positive confirmatory result previously, so the customer expected reactive results for this patient. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
The customer alleges false negative atellica im hiv ag/ab combo (chiv) lot 353 results for a patient who was tested on 2 days using different samples (serum and plasma). The serum sample initially resulted as reactive (positive), but retest performed in duplicate according to the instructions for use (IFU) were non-reactive (negative). All 3 replicates of the plasma sample resulted as reactive (positive) when tested. This incident occurred outside the united states (ous). The ous customer expected reactive results for this patient because this patient previously had a positive confirmatory result. Calibration and quality control (qc) were acceptable at the time of testing. Sample centrifugation speed is 3500 rpm for 10 minutes. As part of their investigation, the customer reprocessed the samples on 2 atellica im analyzers across 2 reagent lots and results were as follows: analyzer# (B)(6), analyzer# (B)(6): sample: lot 353, lot 360, lot 353, lot 360; serum: >12.00, >12.00, >12.00, >12.00; plasma: 10.978, >12.00, 10.185, 11.225. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating. Note: this ous product (catalog number 10995527, as listed in d4 of this report) is associated with similar product in the united states: catalog number 10995459. Section g4 of this report lists the premarket approval (PMA)# bp140103 of this similar us product.